Manufacturer narrative:
The involved r-pilot 21mm is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1590055). Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a r-pilot file broke during use. The separated piece could not be retrieved and was incorporated into the filling.